Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that there was resistance when the stent was passed through the microcatheter tip, and the inner wall of the microcatheter tip was suspected to be damaged. It was not alleged that the phenom27 might have contributed to the ped damage. There was no friction or difficulty during delivery or positioning. The catheter was flushed per IFU during the procedure. Numerous maneuvers were attempted to open the pipeline, such as deploying a longer length, pushing and pulling the stent, deploying in a straight section of the vessel, retrieving and re-deploying the stent. No other devices were used. The cause of the failure to open and kink was not determined.

Event description:
Additional information was received stating that resistance at the catheter tip was encountered when deploying the stent.

Manufacturer narrative:
H3: product analysis : as found condition: the pipeline flex braid and phenom 27 catheter were returned inside a bio-hazard bag and a shipping box. The pushwire was not returned. Damage location details: the braid's distal and proximal ends were found to be open and frayed. The catheter tip and marker were examined, with no damage found. However, the catheter body was found to be flattened from 2.0 cm to 9.0 cm from the distal tip and kinked at 22.7cm from the distal tip. No other anomalies were observed. Testing/analysis: the total and usable length were measured within specifications. The catheter was flushed with water and found to be patent. It was then tested by running an in-house 0.026¿ mandrel through the catheter hub without issue; however, it got stuck at 22.7cm from the distal tip. Conclusion: based on the returned devices, the customer report of "failure to open at the distal end" was not confirmed, as the braid's distal end was open and frayed. The cause of the failure to open could not be determined. Possible causes for this failure include vessel tortuosity, a damaged braid, or deployment of the braid in a vessel bend. The customer reported that the vessel tortuosity was moderate and that the braid was not positioned in any vessel bends, which rules these factors out as potential causes. It is possible that the damage to the braid contributed to the failure to open. Such damage can occur due to resheathing more than twice, over-manipulation, improper deployment technique, or resistance encountered when advancing or retracting the delivery wire, as well as during deployment or re-sheathing against resistance. Additionally, the customer's report of "resistance during delivery/retrieval" was confirmed, as damage was found on both the pipeline flex braid and the catheter. The observed damage to the catheter (flattening/kinking) and braid (fraying) indicates that high force was applied. This damage may have resulted from the customer's attempts to deliver/retrieve the pipeline flex through the catheter while encountering resistance. Possible causes of resistance include ves sel tortuosity and a lack of continuous flushing with heparinized saline during the procedure. The customer indicated that the vessel tortuosity was moderate, which eliminates it as a potential cause. Therefore, it is likely that the lack of continuous flushing with heparinized saline may have contributed to the resistance experienced during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: phenom 27 catheter fg15150-0615-1s, model number: fg15150-0615-1s, lot number: 230455812. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the tip of the pipeline flex dense mesh stent could not be opened. After full hydration, the stent was delivered through a phenom27 microcatheter. During deployment of the stent tip in the straight segment of the vessel, the tip could not be fully opened and remained in a rod shape. After deploying more than 10 mm, the tip still did not fully open. After trying multiple operations without success, the stent was retracted. After retracting and deploying it again, the tip was still in a rod shape. After deploying a sufficient length, pushing the delivery guide wire and other operations were repeated, but it still could not be opened. After retracting it twice and deploying it again, it was observed under fluoroscopy that the tip of the stent was kinked due to damage. A new ped and phenom 27 microcatheter were used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, left internal carotid artery ophthalmic artery segment aneurysm with a max diameter of 5.4 mm and a 3.4 mm neck diameter. The landing zone arterial diameter was 3.8 mm distally and 4.9 mm proximally. Vascular access was gained via the femoral artery. It was noted the patient's vessel tortuosity was minimal-moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure was noted as normal. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). Ancillary devices included a 6f 115cm puhui intermediate catheter.